Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent system was used during a colonic metallic stent placement procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a malignant stricture located within the colon. The length of the stricture was 10mm. The patient anatomy was not noted to be tortuous. During the procedure, the stent failed to deploy at all from the delivery system. No visible issues were noted to the device. The procedure was completed with another wallflex enteral colonic stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was noted to be stable. Based on the device analysis, which indicates that the stent was partially deployed, the outer sheath had detached from itself, and that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath, this is now considered a reportable event.

Manufacturer narrative:
Evaluation findings of stent deployment issue (partial deployment). Evaluation findings of catheter broken and catheter delaminated. A visual examination of the returned device found that the stent was partially deployed by approximately 75mm. The catheter was kinked and the outer sheath was accordioned at several locations along the length of the device. The outer sheath had detached from itself approximately 1mm distal to the distal handle. Some of the polytetrafluoroethylene (ptfe) coating was visible at the location of the outer sheath detach. The stainless steel shaft was bent at several locations along the length of the shaft. During a functional analysis, it was not possible to retract the outer sheath to deploy the stent. The shaft was dissected proximal to the stent and the inner shaft and stent were withdrawn from the outer sheath. No issues were noted with the profile of the deployed stent. The inner shaft was kinked at 22mm and 145mm proximal to the distal tip. The outer sheath was unable to be moved. The shaft was further dissected distal to the distal end of the stainless steel shaft and it was noted that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.